Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation damage of the right atrial (ra) lead occurred during the surgical procedure, presumably caused by a surgical knife. Once the adhered bond was removed from the lead, blood ingress into the coil due to the insulation damage at that site. The ra lead was repaired and kept being used after. No patient complications have been reported as a result of this event.